Event description:
The patient's left shoulder was revised due to pain. The glenoid appeared loose on x-ray. After removal of the implant it appeared to the surgeon that the patient must have suffered a trauma.

Manufacturer narrative:
An event regarding reunion glenoid loosening was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: no medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided and the reported devices were not returned. The event description noted the surgeon suspects a traumatic event to be the cause of the loosening. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient's left shoulder was revised due to pain. The glenoid appeared loose on x-ray. After removal of the implant it appeared to the surgeon that the patient must have suffered a trauma.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a size 40 glenoid. An evaluation of the device cannot be performed as the device and further information was not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.